Event description:
A malfunction on the pump was reported by the caller. It was unknown whether the issue caused the customer¿s blood glucose level to exceed 500 mg/dl, as the caller declined to answer. Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not recur.